Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that she obtained an error 2 message on her onetouch verio sync meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that she obtained the error 2 message a couple of weeks prior to contacting lfs. The patient manages her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management routine after obtaining the alleged message. She claimed that 2 days after obtaining new test strips, she had a "seizure". She reported that the emergency medical services (ems) was contacted and a blood glucose result of "22 mg/dl" was obtained on the ems meter. No other treatment or medical intervention was specified. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and based on the information provided there had been no trauma or misuse of the meter. The patient was using the correct test strips and she described the correct testing steps. When the patient pressed the power button, the error 2 message did not occur. The patient was unable or unwilling to walk through a retest and the issue remained unresolved. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of an acute diabetes excursion, this adverse event has been reported elsewhere. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.